Event description:
It was reported that the radiofrequency (rf) head had poor to no telemetry unless the connection point to the programmer was pressed on. The rf head was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device failed telemetry testing due to cable damage. It was also noted that the lens was broken loose which caused the interrogate button not to function properly.